Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer stated contacts on battery cap and battery compartment was not damaged or corroded. The display did not returned. The labels, including serial number and dome label stickers reported as damaged. The insulin pump was not exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after the test battery was installed. No blank display noted during testing. Device was received with missing segments due to corroded electronic assembly. Unable to perform the self test, off no power alarm test and the displacement test due to missing segments. Device had a missing address/serial number label.